Event description:
Xi da vinci fenestrated bipolar forcep wire broke during procedure while surgeon was using it inside patient, instrument was taken out as soon as possible and changed out for a new instrument. No pieces broke off in patient.